Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was making noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device was defective, and the device would not run, and the bearing was worn. It was further determined that the device failed pretest for check of free moving, check proper function of the triggers, and check history. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece device was making a loud noise. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.